Event description:
It was reported that during a rotational atherectomy procedure, the burr was being advanced down the artery, when the physician stepped on the foot pedal without having off loaded the tension. The burr jumped forward and became stuck in the lesion. They were unable to remove the burr and a surgeon was notified. The surgeon did not feel that he would be able to surgically remove the burr based on the location. The surgeon then pulled on the burr for removal from the pt.